Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason(s) for reoperation is/are: "wrinkling/rippling". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "wrinkling/rippling".

Event description:
Healthcare professional reported via national breast implant registry (nbir) "wrinkling/rippling and change shape/size/style". This record is for the left side. Device was explanted and replaced. It is unknown if the device will be returned.